Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh excision on (B)(6) 2012 due to vaginal mesh erosion and incontinence. Patient also underwent fascia lata mesh on (B)(6) 2012 due to recurrent incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. On (B)(6) 2012, the patient underwent urethrolysis and excision of mesh due to mesh protrusion and incontinence. On (B)(6) 2012, the patient underwent fascia lata mesh implant due to recurrent incontinence. (B)(4).